Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. The manufacturer's field service engineer confirmed the reported problem. The customer was instructed that the volume shown in the display is the maximum volume to reach the pressure set in ipap. Was combined with the hospital staff a training with the application team philips to help in understanding the parameters. The ventilator then passed quality control procedures, and was released for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the right vc +/-130 does not work on any ipad and the red light is blinking intermittently. It was not clarified when this event occurred - however, there was no report of harm associated with this event.